Event description:
It was reported that there was suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5554-53, implantable pacing lead, (B)(6) 2009. (B)(4).